Manufacturer narrative:
Operator of device was updated according to additional information received. Arjo was notified about an event with involvement of alenti bathing lift. The customer facility reported that the resident was sitting in the chair and once the seat was raised, the device became unbalanced. The caregiver did not notice that the device was not stable and the lift tipped over. The resident fell to the floor, but no injuries were reported to be result of this event. The device was taken out of use and evaluated by the arjo qualified representative. According to the results of inspection the lift was found to be in good condition. The function tests with weight on the alenti seat were performed, but the incident could not have been duplicated. All functions worked properly. As per the further information collected on-site, it was not possible to obtain a clear description of patient position and to determine on what height the chair was at, when the event occurred. The facility staff could not verify if brakes were applied. There was no seat belt with this lift, so it was not used during this event. It was determined that the lift was operated by the temporary nurse at the time of event. Alenti hygiene chair is intended for lifting and transporting residents to and from a bathroom in a care facility and to assist with the bathing process. According to the information received from the customer facility the lift became unbalanced during use, tipped over and the patient fell to the floor. It was not confirmed that the brakes were applied. The seat belt was not available with this lift, so could not been applied during the event. The instructions for use (IFU 04.cd.02_7 us,ca dated on april 2004, active at the time the involved alenti was distributed) clearly states how to operate the device properly and gives number of precautions to avoid hazardous situations: "to avoid the possibility of injury from tipping or other misuse, always ensure that: the equipment is used by appropriate trained staff. The alenti is moved with care, especially in narrow passages and over uneven surfaces. If there is a drain cover in the area where the lift is maneuvered, the drain cover must be smooth and set level with the floor. The slope of the floor does not exceed the ratio 1:50." "The caregivers should assess each resident according to the following criteria prior to use: the resident should understand and respond to instructions to stay seated in an upright position." The risk of patient not following the caregiver's instruction is also addressed in the IFU: "ensure that the resident does not pull or hold on to stable objects at any time, particularly while the alenti is being moved or the brakes are applied." It is to be mentioned that alenti lift should be equipped with safety belt. The safety belt is intended to help to maintain right position of the patient on the seat. According to the collected information the safety belt was not in use during the event, so it did not secure the resident. Please note that alenti IFU provides information regarding proper usage of the safety belt: "place the belt around the resident's waist. Thread the long strap through the buckle and the loop. Tighten the strap and lock" the safety belt must be used at all times to ensure resident remains in an upright position in the middle of the seat. This requirement is specified in the IFU and accompanied by the relevant pictures for user's reference. The caregiver should be aware of the correct patient positioning, which is described in the IFU as well: "after the resident is transferred to the alenti make sure that the resident is sitting straight upright in the middle of the seat." "Before lifting the alenti out of the water after a bath, re-position the resident if needed to ensure that the resident is sitting upright in the centre of the chair!" "To avoid risk of injury, ensure the resident keeps their hands on the handrest when raising and lowering the alenti, as well as during transportation." As the safety belt was not present on the device and the resident was free to move on the seat it is considered probable that it may cause the device to tip. Not careful positioning of the resident could have contributed to the event as lack of the belt may allow the resident to e.g. Lean forward or sideways or try to reach something in the surrounding. It has to be pointed that the design of alenti bathing lift is attested, fulfills the requirements of stability and does not tip without any reason. With reference to internal tests and in accordance to international standards, the alenti is capable of maintaining equilibrium at angles far beyond the maximum environment specifications, at full swl, and in its highest stroke position. The test was confirmed by tuv in 2004. From description of the event it appears that there was no technical deficiency within the device. The most important factors that led to the event occurrence could be incorrect patient positioning and lack of safety belt. In summary, according to the gathered information the alenti hygiene chair was used for patient handling at the time of the event and in that way contributed to the event. Based on the performed evaluation of the device there was no technical deficiency with the device. This complaint was decided to be reported to the competent authority due to information that the lift tipped over and the resident fell out of the lift, which could have led to an injury occurrence.

Manufacturer narrative:
This report is being filed under exemption e2012070 by arjohuntleigh polska sp. Z o.o. (Registration#3007420694) on behalf of the importer arjohuntleigh, inc. (Ahus) (registration#1419652). Please note that previous medwatch reports for this product may have been submitted for the manufacturing site arjo hospital equipment ab (under registration #9611530). As of 2014 that number was de-activated due to the site no longer being a manufacturer and shipping product to the USA. From 2014 and going forward complaints related to these products are to be handled by arjohuntleigh ab's complaint handling establishment and any medwatch reports will be submitted under registration #3007420694. The involved lift was checked by the arjo qualified representative and found to be fully functional. The investigation is ongoing and further information will be provided within the next report.

Event description:
Arjo was notified about an event with involvement of alenti bathing lift. The customer facility reported that the resident was sitting in the chair and once the seat was raised, the device became unbalanced. The caregiver did not noticed that the device was not stable and the lift tipped over. No injuries were reported to be result of this event.